Event description:
It was reported that the right ventricular (rv) lead bipolar pacing impedance was high and that a lead integrity alert was triggered as a result of high non-sustained rate detection and over-sensing. It was noted that the rv lead was fractured. The lead was explanted. No patient complications have been reported as a result of this event.